Event description:
The centesis catheter's leurlock continues to break off in our 50ml syringes. They were able to make it work using another device for this patient so we didn't have to replace the catheter but this shouldn't be happening. We've been using the same catheter's for years and it hasn't been an issue.